Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threaded tip of the slap hammer was broken off inside of the insertion end of the cup impactor.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the threaded tip of the extractor broke off inside the end of the cup impactor. Previous investigations found it is suspected that using the instrument in a levering motion rather than relying on the upward force of the slap hammer may have contributed to the fracture. Based on the performed investigation, corrective action is not needed at this time. Continue to monitor via post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.